Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
Nephrostomy was performed. The component drainage catheter and the stiffening cannula were advanced as a unit to the target lesion over a wire guide. After the catheter reached the desired position, the physician attempted to pull the stiffening cannula out of the catheter, but it would not be. The cannula seemed to be stuck at the point near the tip of the catheter. Therefore, the catheter and the stiffening cannula were retrieved out of the body together and another device was used instead without problems. It was noted that an opaque crystal substance was found on the surface of the stiffening cannula